Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external defects or damage. The device turned on using ac while in docking station. The device remains powered on when undocking and docking. Communication was successfully established between the rds and the radical-7. The device was able to obtain spo2 and pulse rate readings. The device was found to visually and audibly alarm during alarm conditions. Log files showed no relevant errors and no unexpected device shutdowns. The device was left on ac power for 24 hours and no errors were detected. No internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. Customer complaint was not duplicated. The device is fully functional. (B)(6).

Event description:
The customer reported the radical-7 was powering off during monitoring without alarm and error message. No patient impact or consequences were reported.